Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the trocar outer gasket seal split on (7) trocars during the case. A new trocar was pulled on each trocar and the case was completed. There was no consequence to the pt.